Event description:
It was reported that the gamma3 nail broke due to non union. Patient was revised.

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.